Event description:
Material no. 328506 batch no. 9154726 it was reported that during use of the bd¿ syringe 1.0ml 31ga 8mm 10bag the needle hub separated and stuck inside the shield and needle bent during injection. The following information was provided by the initial reporter: consumer reported needle hub separated and stuck inside the shield, needle bent during injection. Consumer does not re-use, samples will be submitted for evaluation. Lot # 9154726 product # 328506 no exp date incident date (B)(6) 2019 occurrence unknown.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31gx8mm, 1ml relion insulin syringe from an open polybag from lot 9154726. Consumer reported needle hub separated and stuck inside the shield, needle bent during injection. The returned syringe was examined, and it was observed that the barrel tip was broken. This sample was not observed with a bent needle, therefore the alleged needle bending during use issue could not be confirmed. A review of the device history record was completed for batch# 9154726. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200826718] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel tip broken) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle bending during use) process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 328506. Batch no. 9154726. It was reported that during use of the bd¿ syringe 1.0ml 31ga 8mm 10bag the needle hub separated and stuck inside the shield and needle bent during injection. The following information was provided by the initial reporter: consumer reported needle hub separated and stuck inside the shield, needle bent during injection. Consumer does not re-use, samples will be submitted for evaluation. Lot # 9154726, product # 328506, no exp date, incident date (B)(6) 2019, occurrence unknown.